Event description:
It was reported that episodes from the implantable cardiac monitor (icm) showed both undersensing of qrs complex and also oversensing noise on some of the strips. It was also reported that device sensitivity was programmed to .05mv and re-programming was recommended at .035mv. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.